Event description:
It was reported that a patient presented with hypertrophic scarring at an unspecified time following bilateral breast surgery. Unspecified medical intervention was provided. Additional information was requested; no additional information was received.

Manufacturer narrative:
Date sent to the FDA: 11/14/2008. Hypertrophic scarring. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Monocryl (poliglecaprone 25) suture. Monocryl (poliglecaprone 25) suture.